Event description:
It was reported that a pericardial effusion with subsequent cardiac tamponade occurred. A watchman access system (was)double curve and a 24mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The closure device was successfully implanted without incident. Approximately 4 hours post-procedure, patient became hypotensive and a pericardial effusion with subsequent cardiac tamponade was observed. A pericardiocentesis was performed. Patient was discharged home the next day without further complications.